Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional observation of blood in/on helix mechanism.

Event description:
It was reported that during the implant the physician commented there was resistance in passing the right ventricular (rv) lead through the introducer sheath. Also reported was it took 14 rotations to extend the helix of the rv lead. Then, in repositioning the rv lead, 15-16 rotations were needed before the helix suddenly retracted. Upon fixating the lead a second time, the helix would not extend, therefore, the lead was removed and replaced. No patient complications were reported as a result of this event.